Event description:
The facility contacted baxter (B)(4) to report a dehp free sol administration set that "was found leaking". The malfunction was reported to have occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: three samples were available at the plant for evaluation. Visual inspection revealed that the luer lock was not clicked in place as instructed on pouch. The sets were leak tested under water before and after clicking in place the luer lock. No leaks were observed. It was concluded that the root cause may be attributed to luer lock not clicked in place as instructed on pouch. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.